Event description:
Additional information received from the local sales representative states that this ra lead has been removed from service due to a fracture in the lead. No adverse patient effects have been reported from the procedure.

Manufacturer narrative:
At this time the system remains in service. This investigation will be updated should additional information be provided.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information from the medical personnel that this right atrial (ra) lead has switched to the unipolar vector. The medical personnel stated that the impedances were greater than 2,500 ohms. There is no capture on this ra lead. The patient mentioned that they had fallen recently. Boston scientific technical services (ts) discussed a possible fracture on the ra lead. No other adverse patient effects reported. Subsequently, additional information was received from the local sales representative stating that this lead was reprogrammed to vvi. The lead remains in service, however a future revision procedure will be scheduled. No adverse patient effects reported.